Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, 10 minutes into the harvest, the vasoview hemopro 2 jaw wire came apart, it freed up, popped out, and became exposed. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the heater was detached from the jaw boot tip and was bent. The jaws had no signs of clinical usage. There was minimal evidence of blood. Based upon the visual observations, the reported complaint for "heater detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).